Event description:
It was reported that this device exhibited intermittent undersensing on both the right atrial (ra) lead and right ventricular (rv) lead during a ventricular arrhythmia. Due to the limited information received, further follow-up to obtain related details was not possible.